Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that the device stopped working. The patient was scheduled to have their device replaced. No further complications reported/anticipated.